Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer¿s international service technician could not reproduce the reported phenomenon but did find an occurrence of the error in the device history logs. The manufacturer¿s international service technician recommended replacing the cpu pcba to address the reported problem and to prevent recurrence. However the customer requested to stop repairing. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ¿check vent: backup alarm failed¿ alarm occurred. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.